Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during prime process. The blood glucose reading was 210 mg/dl. Troubleshooting was not possible as this was a past event. The customer stated that he did not want to return the infusion set or reservoir for analysis. Nothing further reported.